Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, locking and loosening of the patella component at bone to cement interface. Cement manufacturer is from depuy. Patella was revised and poly swap was performed. Doi: (B)(6) 2018; dor: (B)(6) 2018. Left knee.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot device history reviewed: 2 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Total for lot number: 0 complaints received by cmw in the last 12 months for this issue ¿ by product code: 45 (B)(4). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.